Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), emotional disorder ("went through a lot of emotions") and crying ("crying for no reason"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal, hot flush, emotional disorder and crying outcome was unknown. The reporter provided no causality assessment for crying, emotional disorder, hot flush and medical device removal with essure. The reporter commented: she has one ovary that she got to keep this normal. Cross referenced with plaintiff case number :(B)(6). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.